Manufacturer narrative:
The mentor failure analysis lab has received the device for evaluation. The analysis has begun, but is not complete at this time. When the investigational analysis has been completed, a supplemental report will be submitted. Since no lot number was provided, no device history record (DHR) review could be performed. Concomitant medical products: mentor smooth round moderate profile 375cc saline breast implant, catalog # 3501660,(B)(4). Manufacturer¿s reference number: (B)(4).

Event description:
It was reported that a (B)(6) female patient underwent a primary breast augmentation with a saline mentor smooth round moderate profile 375cc and experienced deflation on the left breast implant. The deflation was confirmed during physical examination. As a result, patient underwent removal of the implant on (B)(6) 2018.

Manufacturer narrative:
It was reported that a 65 year old female patient underwent a primary breast augmentation with a saline mentor smooth round moderate profile 375cc and experienced deflation on the left breast implant. The deflation was confirmed during physical examination. As a result, patient underwent removal of the implant on (B)(6) 2018. The device was returned to mentor without fluid inside. Brown material was observed within the device. No foreign material was observed on the shell surface. During visual examination, the mentor product analysis lab observed the device appears intact. Because the authorization for return and examination of medical device form was not signed and/or returned to mentor, the mentor product analysis lab was precluded from further evaluating the device. No anomalies were found. Mentor products are 100% visually inspected prior to release in addition to thorough in-process testing during several stages of the manufacturing process. The complaint of deflation was not confirmed since no anomalies were found on the reported device. At this point it is not possible to determine the origin of the brown material observed. Breast implants are not considered lifetime devices and deflation is a known complication associated with these devices and is referenced in our product insert data sheet. (B)(4).